Event description:
Pt had bilateral submuscular transaxillary dow corning salines for augmentation in 1989. Pt complained of right being smaller for a "few years" but denies decreased size or history of trauma. The left encapsulated 1/1 year after surgery. Had moderate local pain, left greater than right. Main concern is systemic problems which have developed in last 4 years. These include: arthralgias (upper greater than lower with increased am stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, sore throats, frequent sinusitis, headaches, visual changes, dizziness, memory loss, hair loss, itching, photophobia, miscarriage. Pt is otherwise healthy.